Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the insertable cardiac monitor (icm) had been falsely labeling sinus arrythmia and premature atrial contractions as atrial fibrillation (af). Programming changes were implemented. The patient was in stable condition.